Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd smartsite 13mm vial access device was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that patient states that the cap that was in the winrevair kit to attatch to the diluent bottle looked like it was bent into an l-shape and molded that way, so it could not pierce the bottle properly, and he did not realize it until after, causing the diluent to all spill out.

Event description:
No additional information was provided

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of broken spike could not be verified due to the product not being returned for failure investigation. Device history record review for model 2203e lot number 23125149 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.